Event description:
On (B)(6) 2014, I had the essure procedure done. What was supposed to be a 10 minute procedure turned into 2 hours and a day surgery appointment the next day. My doctor went to insert the first coil into my right fallopian tube. When he hit release the coil did not release. He hit release several more times before getting a new device. By this time I was in immense, shooting pain. He then inserted the new coil without any trouble, but this continued to cause even greater pain. He inserted the coil in the left tube without any difficulty. After the procedure he looked at the device and realized that the first device did in fact release a coil into my fallopian tube, so I had two coils in one tube due to a faulty device and negligence on my doctors part. Since then I have had immense cramping in my right side that feels like it's burning, and is radiating into my thigh and across my lower back. I wake up several times during the night from pain. The day after the initial procedure, I went to the surgical center to go under general anesthesia and have the 2nd coil in my right fallopian tube removed. The doctor pulled it out, even though the essure insert says not to do this, and the device was bent on the front and looks to be missing coils from the photos. The original faulty device is still in my tube, I have not had any imaging to confirm its placement or that it is not broken, since the insertion device used was faulty. There are no coils in my cervix because the device is too far in. What was supposed to be a one day procedure has put me out of work for several days and probably more, severe mental anguish, and extreme pain. I have been bleeding since, and I am not sure if it is my period or a side effect.